Event description:
It was reported the atrial lead triggered a lead warning for high impedance and there was no capture on the lead. It was further reported that the ventricular lead had failed several years ago and the device had since been programmed air. The patient has been feeling fine and will be checked in one month. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2006; 5076-58 implantable pulse generator (ipg) (B)(6) 2006. (B)(4).